Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. Although requested, the set has not been received for evaluation. If the product is received, a follow up report will be submitted. The root cause of this failure could not be identified.

Event description:
There was a report of a "leak in the top part of a tubing pump segment. When the clinician checked the set there was a small break in the tubing. The incident happened in the oncology acute department." There was no report of harm or medical intervention. The user did not provide any additional patient or event details.